Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2013. The patient informed the cca that she manages her diabetes with insulin. It is not known if the patient made any changes to her usual diabetes management regimen after the subject meter stopped powering on. The patient reported that on 06/08/2013 she developed symptoms of ¿shaky, felt cold, felt lack of balance, loss of vision and began to vomit¿. The patient stated on (B)(6) 2013 at 10pm she tested with another device and obtained a blood glucose reading of ¿580 mg/dl¿. The patient also mentioned that her blood glucose registered ¿610 mg/dl¿ on (B)(6) 2013 at 10pm. The patient reported treating self with oral medication (metformin) on the day she developed the symptoms. At the time of troubleshooting, the cca noted there was misuse to the subject meter. The patient reported that the meter stopped powering on after it got wet. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/26/2013 and 8/30/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.